Event description:
Device has been explanted.

Manufacturer narrative:
The events of lymphoma and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "tested positive for alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported right side "diagnosis of alcl" and "fluid." Device remains implanted.